Event description:
It was reported that the unspecified bd¿ pen needle did not dispense medication during use after depressing the pen "all the way down to the end", where it would "click and stop or click and skip". The following information was provided by the initial reporter: "stated having issues with apokyn pen pak. No medication was coming out. Tried switching with new catridge but still did not work. She said she would press it and it would go all the way down to the end. It would click and stop or click and skip. She would press it very slowly and it would go straight to the bottom, but her husband would not receive a dose. She said it kept shooting down. She said the pen was only a couple of weeks old at this point."

Manufacturer narrative:
H.6. Investigation summary: catalog number nor lot number are provided, no samples displaying the reported condition are available for examination. Based on no sample, bd is unable to confirm the reported complaint.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is us world med. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle did not dispense medication during use after depressing the pen "all the way down to the end", where it would "click and stop or click and skip". The following information was provided by the initial reporter: "stated having issues with apokyn pen pak. No medication was coming out. Tried switching with new cartridge but still did not work. She said she would press it and it would go all the way down to the end. It would click and stop or click and skip. She would press it very slowly and it would go straight to the bottom, but her husband would not receive a dose. She said it kept shooting down. She said the pen was only a couple of weeks old at this point."